Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The consumer stated the patient did not do well after implant surgery even though it helped their tremor and arm. The patient had initial tests in 2011 but could not do it until after they reapplied in 2013 at that time, and they were on the cusp of being able to get it. At implant the consumer was told by a healthcare provider (hcp) they noticed changes in the patient's brain with one of the hcp's asking during pre-op; "are you sure you want to do this they are concerned." According to the consumer when the patient came out of surgery it had pushed them farther in the dementia with the consumer stating they thought it was due to medications they were on. After that the patient was like a child; he didn't shake as much and could not do as much. The patient also hallucinated, but sometimes they were ok with them taking medications to try and increase/improve behaviors. The consumer further reported the patient became combative because they would see things and hallucinate, so they fell, and they ended up in memory care. The consumer noted "the patient spent time in (B)(6) and was drinking quite a bit for 10 years, but was then sober for 38 years, and maybe the drinking had something to do with it." The consumer stated the patient had a strong heart, was eating very healthy the month before, and their vitals were fine, but they were up all night in the nursing home because of hallucinations." Caller was shocked when they had the change as the patient was "messing themselves and going through humiliation." The patient was then sent to a geriatric psychiatric ward for medication assessment and while they were there, the consumer noticed the patient seemed as though they had a stroke. According to the hospital the patient was no longer swallowing and were admitted into hospice on a friday and died monday (B)(6) 2018 in the hospital. No autopsy records were available, the device was not explanted, and it was unknown if the death was related to the device/therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the healthcare provider (hcp) contacted them and told them the patient¿s death was not related to the dbs system, it was the result of a stroke. No further complications were anticipated.